Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that will not boot up. It was marked as unknown if the device was in clinical use at the time of the event. It was reported that there was no harm associated with this issue.

Manufacturer narrative:
No patient information provided by the customer.